Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823110) was implanted due to snph (secondary normal pressure hydrocephalus) via v-p (ventriculo-peritoneal) shunt on (B)(6) 2025 with 120mmh2o. On (B)(6) 2025, the pressure setting could not be changed. Again, on (B)(6) 2025, the pressure setting could not be changed to the desired setting using neodymium. The setting was changed to 180 mmh2o. The patient suffered from chronic headache after surgery. On (B)(6) 2025, the patient complained that the pain got stronger when he walked. He did not feel the strong pain when he changed from his sleeping position to sitting position. Additional information received: "the device was supposed to be explanted and replaced with a new device, but it is still being implanted with the pressure setting of 20mmh2o. The patient is currently on follow-up." Primary disease: intraventricular hemorrhage

Manufacturer narrative:
Updated fields: d4, g3, g6, h2, h3, h11. Additional information received: in the beginning of april, the pressure setting was changed to 200mmh2o. On (B)(6) 2025, the pressure setting was changed from 200 to 180 mmh2o using neodymium. The doctor had difficulty altering the pressure setting. According to the diagnostic imaging, slit ventricle syndrome was suspected, but the patient recovered and was able to walk. The patient was doing well. On (B)(6) 2025, the peritoneal catheter was ligated to stop the flow of csf. The device will be explanted if there's no change in the condition of the patient. On (B)(6) 2025, the MRI confirmed the improvement in slit ventricle syndrome. The clinical condition of the patient has not been worsened. The patient will be sent to a rehabilitation facility without explanting the device after a week of follow-up. The doctor will decide whether to explant or to keep the device in depending on the state of the brain after the patient comes back from rehabilitation facility. Additional information received: on (B)(6) 2025, the device was explanted, and CT was performed afterwards.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823110) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 7396729, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 180mmh2o. The valve was visually inspected; needle holes were noted during irrigation. The valve was tested and failed for programming. The valve passed the test for occlusion, leak, reflux and pressure. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the motor, on the ruby ball, on the seat of the ruby ball. Root cause analysis - the root cause is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.